Event description:
It was reported that during a drainage catheter procedure the suture broke. During the procedure the suture broke on a apdl/8 flexima regular drainage catheter. The catheter was removed successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).